Event description:
Reporting status: death. Reporting rationale: perforation not sealed resulting in death. Device issue: leak - stent graft. It was reported that although the stent was implanted, it failed to seal the perforation. The patient went into v-sib subsequently expired. Three stent grafts in total were implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order, and left the factory as per specifications. There is no connection between the death of the patient and the use of the stent graft identified. The device was not returned for investigation and therefore, no complaint root cause can be identified. No device malfunction can be determined due to the lack of procedure and patient information, and the lack of device investigation. The additional two graftmaster stents will be filed under different MFR numbers.